Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2010, due to pain, dislocation, and shifting of the acetabular cup. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010, was due to infection and acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction.¿ number 14 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00811 and 1825034-2013-03467).